Event description:
Caller reported a malfunction on pump. There was no adverse impact to customer's blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.